Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lar procedure, after firing at the upper part of the colon, one side of the line was malformed. Another device was used to complete the case. There were no adverse consequences to the pt.